Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation system error 345 was unable to be reproduced. During evaluation no software or hardware abnormalities could be identified that would cause the reported problem. The ultrasonic sensor was replaced per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.